Event description:
The complaint is reported as: it is reported that the guidewire does not pass through the catheter because it bends and does not allow it to pass. It is identified that the guidewire is deformed, which represents a risk of bleeding for the patient. The consequence was reported as "medical intervention". The medical intervention was not provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.